Event description:
It was reported that during impaction of the interbody cage into the disc space, the cage became disengaged from the inserter. As a result, the surgeon was not able to fully expand the cage. It was reported that the issue may have been due to improper loading from the scrub tech. The cage was left in place without full expansion and was reported to be fully seated within the disc space. There were no patient complications.

Manufacturer narrative:
(B)(4). Location: hospital. The device will not be returned to the manufacturer for evaluation.